Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a member of the operating room (or) staff noticed physical damage with the maryland bipolar forceps instrument, specifying a fluted/broken edge of plastic coating by one adhesive at the distal end of the instrument. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test.